Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 60 year old male seen for a carotid stenosis, and non-symptomatic, bilateral. There was no additional patient information available. Return product is not available for investigation. Date: collected tested results heparin dose heparin time (B)(6) 2025: n/a , n/a, n/a, 10,000 , 09:09. (B)(6) 2025: 08:46, 08:46, >900 (0) , n/a, n/a. (B)(6) 2025: 08:47 , 08:47, 124, n/a, n/a. (B)(6) 2025: 09:17, unk , 245, n/a , n/a. (B)(6) 2025: 09:44, unk, 210 , n/a , n/a. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.

Manufacturer narrative:
Apoc incident #(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 12-mar-2025. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.